Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device froze during patient use after defibrillation. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was not able to verify or duplicate the reported issue. The technician replaced the system pcb assembly as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product analyses center (pac) and was not able to duplicate reported issue neither. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device froze during patient use after defibrillation. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.